Manufacturer narrative:
(B)(6). Block h6: imdrf device code a040601 captures the reportable event of stent buckled, inside the patient.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a left renal lithotripsy under left ureteroscope procedure in the left kidney performed on (B)(6). 2023. During the procedure, when the flexible endoscope was completed, the stent could not be implanted smoothly. It was found that the bladder end of the stent was folded. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent was buckled.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a left renal lithotripsy under left ureteroscope procedure in the left kidney performed on (B)(6) 2023. During the procedure, when the flexible endoscope was completed, the stent could not be implanted smoothly. It was found that the bladder end of the stent was folded. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent was buckled.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: imdrf device code a040601 captures the reportable event of stent buckled, inside the patient. Block h10: the returned polaris ultra ureteral stent was analyzed, a visual, media and functional evaluation noted that the bladder coil buckled accordion. Additionally, the suture and positioner were returned. No other problems with the device were noted. Taking all available information into consideration, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. Based on the analysis, it is possible to conclude that this problem could be caused by operational factors, interaction of the device between the positioner and the guide wire. While the device was pushing up, such as excess of force applied over the device during the procedure, it could have contributed to the problem, consistently leading to device being buckled accordion. For the difficult to advance, the buckled accordion is evidence to conclude that during the procedure, the physician pushed and due to the difficult to advance, the device got buckled accordion. The as analyzed code related to this failure is going to be adverse vent related to procedure. Therefore, the most probable root cause is adverse event related to the procedure.